Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), the patient who underwent an implant of a 29mm sapien 3 valve, by transfemoral approach in aortic position. During the procedure, the balloon did not inflate when the valve was deployed. The hole in the balloon was at the base (near the pusher). The devices were removed without consequences for the patient. After removing the first valve, the femoral sheath was left in place, and the guidewire was left in the left ventricle. A new valve was prepped and implanted successfully. The patient outcome was good.

Manufacturer narrative:
Images were returned for evaluation. The imagery provided by the site shows the valve on the inflation balloon during deployment. However, the balloon was unable to be deployed. The devices were able to be removed through the sheath without any abnormalities. A second device can be seen to be used to deploy the thv without any abnormalities. The complaint was confirmed through returned imagery. Due to unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing nonconformance was not identified. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of IFU/training materials revealed no deficiencies. As mentioned, per the case notes provided, the patient exhibited a fair degree of calcification on their bicuspid valve. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration leading to the noted inflation difficulties it is possible that the balloon interacted with the patient calcification during positioning and potentially compromised the integrity of the balloon leading to the reported leakage. A definite root cause was unable to be determined at this time. However, available information suggests patient factors (calcification) contributed to the reported event.

Manufacturer narrative:
Supplemental to correct b4 in previous report. The date of report should have been 08/04/2021 on previous report.

Manufacturer narrative:
The device was not returned to edwards as it was discarded. As the device was discarded, no visual inspection, functional testing and dimensional testing was performed. No imaged was returned for evaluation. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review. As the complaint was unable to be confirmed, a complaint history review is not required the IFU for edwards commander delivery system, preparation training manual, and procedural training manual were reviewed. The procedural training manual notes that anatomy (stj, calcification, coronaries, etc.), % area sizing, thv size and foreshortening/inflation volume should also be considered when positioning thv. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint was unable to be confirmed as no imagery or device were provided. Due to unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing nonconformance was not identified. A review of the DHR, lot history, did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of IFU/training materials revealed no deficiencies. As mentioned, per the case notes provided, the patient exhibited a fair degree of calcification on their bicuspid valve. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration leading to the noted inflation difficulties it is possible that the balloon interacted with the patient calcification during positioning and potentially compromised the integrity of the balloon leading to the reported leakage. A definite root cause was unable to be determined at this time due to lack of imagery and device. However, available information suggests patient factors (calcification) contributed to the reported event since no product non-conformances or IFU/training manual deficiencies were identified, no escalation to a product risk assessment (pra) was required. Since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions are required. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. H3 other text : device discarded